Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On (B)(6) 2021, the cgm reading was dropping to 40 mg/dl. The patient did not have any bg meter strips at home to confirm the value or perform a calibration. He was experiencing pain and stomach cramps and went to the emergency room (ER) via ambulance. When he reached the ER, his bg was 400 mg/dl. The patient did not report any medical intervention having been given by emergency medical services (ems). The patient also had recently been diagnosed with pancreatitis. He was treated with insulin for the hyperglycemia and with unspecified medication for the pancreatitis. He was sent home the following day ((B)(6) 2021) with instructions to monitor his condition and return to the ER if it worsened. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.